Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A clinical director reported patient with light sensitivity at one month lasik follow up. Additional information has been requested. This report references the right eye. An additional report will be filed for the left eye.